Event description:
A 3.5mm x 30mm endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. The lesion morphology was reported to be tortuous and calcified. It was reported that the physician attempted to inflate the balloon to deploy the stent, the balloon would not inflate and blood sucked back when pulling negative. The device was successfully removed. The physician used another unk stent to complete the procedure. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: very tortuous and calcified vessel).